Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and procedural haemorrhage ("abnormal bleeding at the time of essure insertion") in a 36-year-old female patient who had essure (batch no. D06934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included migraine since 2008 and headache since 2008. Concomitant products included amitriptyline hydrochloride (amitriptylin), medroxyprogesterone acetate (depo-provera)(B)(6) 2015 to 2016 and multivitamins, plain (multi vitamin) since 2017. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis ("bladder infections"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, procedural haemorrhage, dyspareunia, abdominal pain, cystitis and perineal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and alopecia had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, perineal pain, procedural haemorrhage and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and procedural haemorrhage ("abnormal bleeding at the time of essure insertion") in a 36-year-old female patient who had essure (batch no. D06934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included migraine since 2008 and headache since 2008. Concomitant products included amitriptyline hydrochloride (amitriptylin), medroxyprogesterone acetate (depo-provera) (B)(6) 2015 to 2016 and multivitamins, plain (multi vitamin) since 2017. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis ("bladder infections"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, procedural haemorrhage, dyspareunia, abdominal pain, cystitis and perineal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and alopecia had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, perineal pain, procedural haemorrhage and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding at the time of essure insertion, hair loss, did not undergo confirmation test. Concomitant disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 36-year-old female patient who had essure (batch no. D06934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), cystitis ("bladder infections") and perineal pain ("perineal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, cystitis and perineal pain outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. New reporters added. Plaintiff demographics updated. Essure start date, stop date and indication updated and lot number added. New events abnormal bleeding (menorrhagia), dysmenorrhea (cramping) and perineal pain added. Event infections updated to bladder infections. On 4-apr-2018: medical record received. Reporters and lab data added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), infection ("infections") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent hysterectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dyspareunia, infection, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.